Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.00cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.